Event description:
According to the information received, resection was performed in chips using a resection loop. Loop breakage occurred inside the uterine cavity, and it was impossible to retrieve the loop. Intraoperative x-ray performed: no metal. Postoperative abdominal x-ray requested: no metallic material detected in the pelvic region. Extension of the operative time by 40 minutes plus additional imaging (x-ray) to locate the loop. No further adverse consequences reported. Due to additional x-rays taken and the extension of operative time by 40 minutes a report is required.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).